Manufacturer narrative:
The device was returned and received by (B)(4). Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle, abutting the balloon's proximal end. The advancer tube was found inside of the shuttle tube, engaging the 1st tamp lock. Slight damage was observed at the proximal tip of the advancer tube. Shuttle movement was checked and no resistance was felt. The catheter, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. The review of the lot history record (f1603302) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. It was reported that the sealant prevented the 5f procedural sheath from being retracted. However, the sealant and the procedural sheath were not returned for a physical evaluation to determine whether there were damages to the sealant and or procedural sheath that may have obstructed the device path during pullback. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00104 was originally submitted on 04/15/2016; however, acknowledgements number 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported that after shuttling down the mynxgrip device, the sealant prevented the 5f procedural sheath to be retracted. The device was being used for arterial closure following a diagnostic coronary procedure. The user shuttled down completely. Resistance was not felt when shuttling down. Unusual force was not applied when retracting the procedural sheath. The deployment was aborted and manual pressure was held for 30 minutes or less to achieve hemostasis without complication. The patient's hospitalization was not prolonged as result of the mynx event. Additional information was requested but was not provided.